Manufacturer narrative:
(B)(4). Date sent: 6/21/2024. D4: batch #613c72. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with the guide face damaged (crushed) with a gauze in this damaged area and with the handles partially open from the indicator to shaft. In addition, a plastic piece was returned inside a plastic bag and a battery drained was returned inserted in the device. No washer and anvil were returned and there were staples present. When the test battery was installed the green checkmark did not illuminate, indicating that the device was not fired. However, it was turned on. The damage on the pockets would not allow the staples to form properly. No functional test was performed due to condition of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage on the guide face is consistent with the device being clamped over a hard object. No conclusion could be reached on what caused the handles separated noted during the visual inspection. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device must be used within 12 hours of inserting the battery pack. Failure to use within this time frame may cause the battery to be depleted. Refer to battery pack disposal for battery pack disposal instructions. Insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. The event described could not be confirmed as the device turned on without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 613c72, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device cdh25p lot number a9dy4x and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy, at first, the device was confirmed to be energized and running. After about 30 minutes, the indicator light of the device went out. Another device was used to complete the case. The doctor uses this device on a frequent, regular basis. There were no adverse consequences to the patient. No further information is available.